Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that there was no blood or contract visible. The entire length of the tip coils were stretched for a length of 17.5 cm. There was a kink in the core 4 mm proximal to the tipball. The core was separated 2.5 cm distal to the center solder. The proximal end of the separation was corkscrewed for a length of 1 mm. The distal end was slightly corkscrewed. The coils were still intact. There was a kink in the core 78.5 cm distal to the proximal end of the guide wire. The intermediate coils were offset at the proximal end of the center solder and 1 mm and 2 mm proximal to the center solder. There was no other damage noted to the guide wire. The catheter used during the procedure was not returned. Due to the damaged coils, the guide wire could not be advanced through a hole gauge or a new catheter. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned cross-it guidewire. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel or in the lesion, as it was cto. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire, resulting in guide wire failure. The other damage to the guide wire could have happened after the core failed and the guide wire structure was compromised. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. The lot history record was reviewed and there are no non-conformities associated with this lot number and part number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that the lesion was located at the proximal rca and was a case of chronic total occlusion (cto). While trying to cross the lesion, the tip of the guide wire kinked and became extremely soft and stretched. Patient was referred for medical management. No additional event or pt info is available. Based on the returned device evaluation which revealed that there was a core separation and the distal end of the guide wire was held together only by the coils, this will be filed.